Event description:
It was reported that a patient underwent an eye surgery procedure on (B) (6) 2010; an suture was used. Approximately ten days or more after the procedure, the patient had a persistent red elevation (granuloma) in his left eye although, he did not complain of pain. The steroid drops were already stopped at this point and had to be restarted. The patient was given steroid eye drops two times per day.

Manufacturer narrative:
(B) (4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.